Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, a balance middleweight wire got stuck inside the lead when the physician opened a second wire. The wire got stuck again after the outer guide was removed and the lead was in place. The lead then dislodged after the physician tried to forcefully remove the wire. The lead was taken out and a new lead was implanted instead with a hybrid wire. The patient condition was stable during and after the procedure.